Manufacturer narrative:
Philips service replaced the fdcsib and nicol v3 cv fd collimator and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the collimator intermittently failed during bootup, and reboot resolved the issue on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.